Event description:
Healthcare professional (hcp) reports one incident of pt reaction with the psn 210 dialyzer. During treatment pt complained of abdominal pain, flushed face and vomited. Pt was administered benadryl 50 mg IV. Treatment was terminated and blood was returned to the pt with no reported blood loss. Treatment was resumed with a different dialyzer and compelted without further incident. Hcp reports that the pt has subsequently dialyzed with a different membrane without incident and symptoms have resolved.